Event description:
Customer performed a blood glucose test and received a result of 225mg/dl. They took 30 units of insulin based on the result. The customer went into diabetic shock and paramedics were called. The customer was taken to the hosp and they received a lab result of 37mg/dl. The customer was given an IV and crackers and orange juice. They were kept overnight. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.